Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during a case on (B)(6) 2011, the surgeon inserted on power a 6.5 x 85mm lag screw through the "a" hole of the recon nail targeter. Once the lag screw was fully seated, the proximal end of the screw broke off. The positioning of the screw was just above the femoral head calcar." There was no adverse consequence to the patient.